Event description:
There was an allegation of questionable elecsys hiv duo assay results for 2 samples from the same patient tested on the cobas e 801 module. Sample 1 ((B)(6) 2026): the initial result was 1.29 coi (reactive). The repeat result was 1.32 coi (reactive). On (B)(6) 2026, the sample was repeated on the hiv duo assay, and the result was 1.20 coi (reactive). Diasorin liaison hiv: positive western blot biorad hiv: negative viral load alinity abbott: 2000 copies/ml positive. Sample 2 ((B)(6) 2026): the initial result was 0.84 coi (non-reactive). The repeat result was 0.86 coi (non-reactive). Diasorin liaison hiv: positive. Viral load: positive (actual titer result was not provided). There was no treatment between the two samples.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.